Event description:
It was reported that "during a submission of a tender in denmark, the included instructions for use (IFU) was incomplete and the danish translation was missing. Additionally the translation of the product name contained a typo on the label (reads silicone trakeostomi tube, correct is silicone trakeostomi tube)".

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. D3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. No product was returned. The customer provided photos were used for the investigation. The investigation confirmed that the danish translation was missing from the instruction for use (IFU). Review of the pre-printed tray lid and the unitary carton confirmed that "silk one tracheostomitude" had a "d" and not a "b" that was printed for the danish translation. The root cause was attributed to labeling team, quality control, and supplier. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The labeling team was informed about the potential misspelling of tracheostomy tube and will review the concern with the translation house so that it may be included in the next labeling project. The issue has been escalated to determine potential corrective actions for the missing translation on the IFU.